Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that the45 year old patient on bipella support had suction during ambulation that resolved on its own. The next day, intermittent suction events occurred overnight while the patient laid flat. The rp flow was reduced. On day six of impella support, the rp was explanted. Echo the day before showed the inlet pointed toward the mitral but no suction events. The patient survived the procedure.